Event description:
A malfunction was reported on the customer's pump, but no notable events preceded the issue. There was no adverse impact to the customer's blood glucose level. Tandem technical support provided the customer with information on how to reset the pump, and assistance was given to complete the reset. The malfunction did not recur after resetting the pump, and the customer was instructed to continue using it and to call back if the issue reappeared.